Event description:
A philips employee became aware of a journal article (published online 30oct2024) ¿prospective study of the duo-hybrid venous stent for treatment of iliac vein obstruction: 12-month interim analysis¿. The study retrospectively aimed to investigate the safety and efficacy of the duo venous stent system for treatment of patients with nonmalignant iliofemoral obstructive disease. A total of 162 patients at 30 sites in the united states and poland were enrolled in the study. Philips duo hybrid venous stent systems and duo extend venous stent systems were used during the procedures. Procedural complications included 2 cases of new thrombus within stented segments requiring intervention within 30 days. Additionally, 7 patients required clinically driven target lesion revascularization at 12m (MDR #3016257349-2026-00011, MDR #.). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, (B)(6) 2024 has been used, the date of publication. Razavi m, lichtenberg m, desai k. The vivid trial 12-month outcomes of the venous stent for the iliofemoral vein using the duo venous stent system journal of vascular surgery: venous and lymphatic disorders, 2024; 13. This report captures the serious injuries that occurred after use of the duo extend venous stent system device. There was no alleged malfunction of any philips devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 59.4 years. A3a) patient sex - females 60 (37.0%); male 102 (63.0%) a3b) patient weight- bmi, kg/m² 30.1 a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D1/g) (contact information): address listed reflects the specification developer. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per the IFU, restenosis and thrombosis are listed as a potential complication that may be associated with intravascular stent device implantation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.